Manufacturer narrative:
(B)(4). The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to faulty parts. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device flex circuit and locking components were damaged and the device made excessive noise. It was further determined that the device failed pretest for hand control assessment, air pump assessment, noise assessment, safety assessment, loctile & cable assessments, motor thermistor assessment, and loctile and cable assessments. It was noted in the service order that the device lever lock was defective and displayed an e2 error code. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.